Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer reported a non-critical issue, upon further device evaluation stryker observed a boot-cycle issue. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.